Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system stopped working during a procedure. The procedure was completed by doing a manual technique. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics module was replaced to address this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatics module. However, without a sample, component level root cause cannot be determined at this time. (B)(4).